Manufacturer narrative:
Other applicable components is: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a healthcare professional of a foreign clinical study regarding a patient who did not want to perform the final implantation because she presented discomfort in the test performed due to a dura mater puncture. The patient presented discomfort and a headache after the spinal stimulation test. The puncture of the dura mater was diagnosed during the spinal cord stimulation test on (B)(6) 2017. Two days later, the patient presented nausea, vomiting and deviation of the commissure of the lips. This was improved with medication. A few days after the event, the patient informed the presence of edema in the left lumbar region and right side face, with transient change in the color of skin. The patient improved in decubitus position. A nonsteroidal anti-inflammatory drug was administered and an analgesic was administered on (B)(6) 2017. A steroid and bronchodilator was administered on (B)(6) 2017. The event resulted in also resulted in an unscheduled clinic or office visit and in-patient hospitalization. A blood patch was performed with an evolution of sensation of numbness and weakness in the upper right limb. The event required in-patient or pro longed hospitalization and resolved without sequelae on (B)(6) 2017. The event was not related to the device or therapy and was related to the implant procedure, specifically the surgery and anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. It was reported that no procedure form was available. There was probably no implant that took place, just tests. In regards to the start date of the trial, it was reported the patient signed the informed consent on (B)(6) 2017. The patient's relevant medical history includes failed back surgery syndrome (2009), post herpetic neuralgia (2009), uncontrolled neuropathic bladder(2009), back pain with leg pain (back and leg are equal), disc replacement l4 (unk, 2009).

Manufacturer narrative:
Other applicable components are: product ID: 3777-60, lot# vaot2u5024, product type: lead. Product ID: 3777-60, lot# vaot2u5007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the devices would not be able to be returned as they were removed and discarded after the testing phase.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.